Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ('menometrorrhagia (linked to adenomyosis)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst and adenomyosis. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criterion intervention required), arthralgia ("joint pain") and device expulsion ("left essure not detected neither on the x-ray films of the excised tissue nor the abdominal x-ray.."). The patient was treated with blood transfusion, auxiliary products and surgery (essure removal, hysteroscopy with laparoscopic removal of the endometrium) on (B)(6) 2021. At the time of the report, the menometrorrhagia and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, device expulsion and menometrorrhagia with essure. The reporter commented: that the medical device is available at logipharma. The reporter informed that the essure removal was performed at patient´s request and due to medical reason. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. X-ray - on an unknown date: right-side essure removed and left one not detected neither on the x-ray films of the excised tissue nor the abdominal x-ray.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ('menometrorrhagia (linked to adenomyosis)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy (at 18 years-old). Previously administered products included for adenomyosis: blood transfusion. Concurrent conditions included ovarian cyst and adenomyosis (requiring blood transfusions). In 2012, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criterion intervention required), arthralgia ("joint pain") and device expulsion ("left essure not detected neither on the x-ray films of the excised tissue nor the abdominal x-ray.."). The patient was treated with blood transfusion, auxiliary products and surgery (essure removal, hysteroscopy with laparoscopic removal of the endometrium). Essure was removed on (B)(6) 2021. At the time of the report, the menometrorrhagia and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, device expulsion and menometrorrhagia with essure. The reporter commented: discrepancy birth date (B)(6) 1969. The reporter informed that the essure removal was performed at patient´s request and due to medical reason (joint pain, uterine adenomyosis with menometrorrhagia), and the medical device is available. Findings during procedure endometrial polyp suggestive of adenomyosis foci. Tubes substantially normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. X-ray - on an unknown date: right-side essure removed and left one not detected neither on the x-ray films of the excised tissue nor the abdominal x-ray. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 8-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ('menometrorrhagia (linked to adenomyosis)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst and adenomyosis. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criterion intervention required), arthralgia ("joint pain") and device expulsion ("left essure not detected neither on the x-ray films of the excised tissue nor the abdominal x-ray.."). The patient was treated with blood transfusion, auxiliary products and surgery (essure removal, hysteroscopy with laparoscopic removal of the endometrium). Essure was removed on (B)(6) 2021. At the time of the report, the menometrorrhagia and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, device expulsion and menometrorrhagia with essure. The reporter commented: that the medical device is available at logipharma. The reporter informed that the essure removal was performed at patient´s request and due to medical reason. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. X-ray - on an unknown date: right-side essure removed and left one not detected neither on the x-ray films of the excised tissue nor the abdominal x-ray. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.